Event description:
It was reported that a lead revision procedure was performed where the right atrial (ra) and right ventricular (rv) lead were both explanted and replaced due to poor thresholds that were causing the patient to experience syncopal episodes. Both leads replaced successfully, and the device was replaced due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis including an x-ray confirmed the inner conductor coil was fractured approximately 18cm from terminal pin. Visual evidence showed the suture sleeve was tied down from 12cm to 14cm, and does not line up with the location of the fracture. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry.

Event description:
This report is being filed with analysis details.